Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with non-tandem charging supplies. There was no reported adverse impact. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.